Manufacturer narrative:
A customer in (B)(6) had reported a false resistant ertapenem (etp) result for an external quality control (eqe abp 18-3) strain identified as klebsiella pneumoniae, in association with the vitek® 2 ast-n234 test kit (lot 6340720103). An internal biomérieux investigation was performed. The customer used cps elite subculture. For the internal biomérieux investigation, vitek2 tests were performed from cps elite (cpse bmx) and cba (cos bmx) subcultures. Identification of the submitted organism was confirmed via vitek 2 and vitek ms testing using cba (cos bmx) subculture. Ast testing was completed through agar dilution (ad) and vitek 2. The vitek 2 gn card (lot 2410681103) gave a low discrimination between k. Pneumoniae ssp pneumoniae and k. Oxytoca. The vitek ms v3 (kb 3.2) was performed to separate those two (2) species and gave an identification of k. Oxytoca (99.9%). The abp expected identification (k. Oxytoca) was confirmed in the internal biomérieux investigation. The following lots of ast-n234 were tested on the vitek 2: ·customer lot n° 1 (cl1) 6340723103 ·customer lot n° 2 (cl2) 6340720103 ·random lot (rl) 6340873103 one card from each lot was tested using the cps elite (cpse bmx) subculture and one card from each lot was tested using the cba (cos bmx) subculture, totaling six (6) ast-n234 cards altogether. The ast-n234 results were etp mic </= 0.5 mg/l (s) for each type of subculture and all card lots used. These vitek 2 mic results were in agreement with the reference ad mic (ad etp mic = 0.5 mg/l) without category error. Agar dilution tests were performed from the cba (cos bmx) subculture and returned a susceptible result of etp mic = 0.5 mg/l (s). The customer's false intermediate or resistant results on ertapenem with ast-n234 cards were not reproduced. The internal biomérieux investigation obtained susceptible results (etp mic </= 0.5 mg/l s). The vitek 2 ast-n234 cards performed as intended.

Event description:
A customer in (B)(6) reported a false resistant ertapenem result for an external quality control ((B)(6)) strain identified as klebsiella pneumoniae, in association with the vitek® 2 ast-n234 test kit (lot 6340720103). The customer performed the vitek test in october 2018 and obtained an ertapenem resistant result (mic=2). The expected result was susceptible. There was no patient involvement as the event pertained to a quality control strain. The customer mentioned that they cleaned the saline dispenser with alcohol. Biomérieux advised the customer to use the recommended method of autoclaving, as the use of alcohol to disinfect the saline dispenser can lead to poor growth in the vitek 2 card. A biomérieux internal investigation will be initiated.